Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
Information was received from sus voluntary event report. It was reported during a procedure to clear an arterial venous shunt, the tip of the catheter broke off in the shunt. Attempts were made to retrieve the tip with a snare and were unsuccessful. Planned surgical procedure to remove tip. No additional information is available as customer is unknown.